Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. Reference mdrs: 2029214-2019-00986, 2029214-2019-00987. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that two medtronic coils failed to detach. Prior to the event, the two medtronic coils were delivered through the boston scientific direxion microcatheter 027 and successfully packed. When the physician attempted to detach both of the coils with the instant detacher, they would not detach. The manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) was also attempted but without success. Both of the coils were removed from the patient.